Event description:
Home patient (hp) reported gaining 6 lbs over 5 days while using the homechoice cycler for apd therapy. Hp reported feeling puffy, bloated and having low ultrafiltrate volumes while using the homechoice cycler. Hp reported that their weight was 111 lbs 4 days ago and today is 117 lbs. The healthcare professional subsequently requested a replacement device. There was no patient injury or medical intervention reported.